Event description:
Clinic notes were received and it was reported that the patient had their settings adjusted due to an increase in seizures over the previous year. It was noted that the patient seizures have been shorten by vns. No additional relevant information has been received to date.

Event description:
It was reported the patient had a generator replacement. The explanted generator was discarded. Per the physician, the report of increased seizures was due to low vns generator battery. No additional relevant information has been received to date.